Manufacturer narrative:
Sections with additional information as of 25-sept-2023: h3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: customer returned test strips and meter for evaluation. Reported defect not reproduced on returned meter and strips. Most likely underlying root cause: mlc-020: mlc-020: user's test strip had poor storage. Note: supplemental report delayed due to an issue with the acknowledgments from the cloud for the initial MDR - it escalated issue on 8/18/2023 (case registered number (B)(4)) and fixed on 9/25/2023.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from meter to meter comparison results of 80 mg/dl using true metrix meter and 49 mg/dl using another device, 102 mg/dl using true metrix meter and 51 mg/dl using another device and 158 mg/dl using true metrix meter and 89 mg/dl using another device. Customer stated that he had been having some symptoms of low blood sugar (undisclosed what he had been feeling); customer did not advise what he did to counteract the symptoms. The customer¿s expected am fasting blood glucose test result range is 85-110 mg/dl and expected 2 hours post meal expected blood glucose test result is 140 mg/dl. At the time of the call the customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (bathroom). The test strip lot manufacturer¿s expiration date is 08/22/2024 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (only 3 results provided): result 1: 80 mg/dl date: 7/24/2023 time: 10:54 pm 2 hrs. After meal result 2: 102 mg/dl date: 7/24/2023 time: 6:33 pm undisclosed result 3: 158 mg/dl date: 7/23/2023 time: 9:15 pm 2 hrs. After meal.

Manufacturer narrative:
Internal report reference number:(B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 07-aug-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.